Event description:
It was reported the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic) and an acute rise in impedance. It was also reported that the right atrial (ra) lead exhibited low p waves. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.